Event description:
It was reported that on (B)(6) 2022, due to the patient¿s urinary incontinence, the doctor ordered to give catheterization. After the catheter was inserted and the balloon was filled with water, the urine drainage was unobstructed. On (B)(6) 2022, the doctor ordered extubating and reinsertion due to side leakage of the catheter. During the process of withdrawing the water from the balloon lumen, it could not be drained out. It was suspected that the valve to balloon port was malfunctioned. After this section was cut, the water still could not be drained from this channel, nor could it be withdrawn with a syringe. After b-ultrasound positioning, the balloon was punctured in the patient's bladder area, and the urinary catheter was pulled out. Per follow up information received on (B)(6) 2022, it was urine leakage and there was major impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that on (B)(6) 2022, due to the patient¿s urinary incontinence, the doctor ordered to give catheterization. After the catheter was inserted and the balloon was filled with water, the urine drainage was unobstructed. On 28-jul-2022, the doctor ordered extubating and reinsertion due to side leakage of the catheter. During the process of withdrawing the water from the balloon lumen, it could not be drained out. It was suspected that the valve to balloon port was malfunctioned. After this section was cut, the water still could not be drained from this channel, nor could it be withdrawn with a syringe. After b-ultrasound positioning, the balloon was punctured in the patient's bladder area, and the urinary catheter was pulled out. Per follow up information received on 29-aug-2022, it was urine leakage and there was major impact on the patient.